Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a pocket infection. A temporary jugular pacemaker was installed for a week while the patient receives antibiotic treatment. No additional adverse patient effects were reported. The explanted device was discarded and therefore will not be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.